Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at 50 ug via an implantable pump. It was reported that there was a catheter dislodgement from the intrathecal space. The outcome of the adverse event was not recovered. The causal relationship to the drug was unrelated. There was no causal relationship to the pump or programmer, however, it was unknown if there was a causal relationship to the procedure. It was stated that there was a causal relationship with the catheter. There was a new pump implantation and upon reviewing the imaging on (B)(6) 2025, it was noted that the catheter tip position appeared to have shifted compared to its position during the operation, and it seemed to have come out. A catheter re-insertion operation was planned to be performed soon. The physician commented that there appeared to be a distance between the dural sac and the fascia, and it seemed that body movements caused by spasticity pulled on the anchor fixed to the fascia, causing it to come out.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.